Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left capsular contracture baker grade IV, seroma-late, crease folding and cyst.

Event description:
Patient reported left side simple cysts, small amount of periprosthesis fluid, radial folds, and "began with symptoms of capsular contracture baker grade IV of the breast with increased volume, hardening of the breasts and aesthetic damage." Device remains implanted.